Event description:
It was reported that the patient presented to the emergency room experiencing diaphragmatic stimulation due to the right atrial lead. The lead had a threshold of 1.75 volts at 1.0 milliseconds and was unable to sense p waves. The lead was programmed off and later repositioned; it was further reported that the ra lead had dislodged when diaphragmatic stimulation was occurring and the lead was repositioned as previously reported. It was further reported that the ra lead is currently not working correctly. It was further reported by the patient that their leads were "wonky". It was also noted that the ra lead perforated the diaphragm making the patients breast go up and down. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.